Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2009. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per the (B)(6) 2019, computed tomography of the abdomen without contrast: "inferior vena cava filter with the apex located immediately inferior to the entrance of the left renal vein into the inferior vena cava. The apex is located along the left lateral aspect of the inferior vena cava abutting the inferior vena cava wall. The 4 struts of the inferior vena cava extend outside of the inferior vena cava lumen. The posterior strut abuts an anteriorly projecting osteophyte arising from the inferior endplate of l3. The left lateral strut abuts and may penetrate the wall of the abdominal aorta as seen on axial series 2 image 44 on coronal series 300 image 57. The other 2 struts extend into the retroperitoneal fat".

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/29/2017 as follows: patient received an implant on (B)(6) 2009 via the right internal jugular vein as prophylaxis for deep vein thrombosis due to upcoming gastric bypass surgery. Patient experiences device migration and failed removal attempts. Patient is alleging vena cava perforation due to the device. Patient alleges 3 attempted retrieval attempts and that the device is unable to be retrieved. The first attempted retrieval was on (B)(6) 2009, the second attempt was sometime prior to (B)(6) 2003 but no exact date was provided, and the third attempted retrieval was on (B)(6) 2013.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'migration, failed removal attempts, vena cava perforation, unable to be retrieved '. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Patient received an implant on (B)(6) 2009 via the right internal jugular vein as prophylaxis for deep vein thrombosis due to upcoming gastric bypass surgery. Patient experiences device migration and failed removal attempts. Patient is alleging vena cava perforation due to the device. Patient alleges 3 attempted retrieval attempts and that the device is unable to be retrieved. The first attempted retrieval was on (B)(6) 2009, the second attempt took place in 2013 the exact date is unknown, and the third attempted retrieval was on (B)(6) 2013.

Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip - migration, unable to retrieve, vc perforation, abuts/may penetrate abdominal aorta." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No relevant notes on neither device or lot number. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.